Event description:
During a dialysis treatment, there was insufficient weight removal. The uf (ultrafiltration) pump thermal fuse was replaced. Reported on 7/15/96, determined to be MDR reportable on 10/11/96.